Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number, or serial number, unavailable. No parts have been received by the manufacturer for evaluation. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable.

Event description:
Medtronic received information that, while outside of a procedure, the tip of the suretrak screw driver was damaged. There was no patient present when this issue was identified. No additional information was provided.